Manufacturer narrative:
(B)(4). Device evaluation: the reported condition 812:05 was confirmed as a cascade failure from failure code 808:07. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility representative reported a colleague infusion pump with failure code 812:05. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined that failure code 812:05 is a cascade failure from failure code 808:07; which interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(4) 2010. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).